Event description:
The physician reported the multifocal intraocular lens was removed and replaced, due to refractive errors.

Manufacturer narrative:
The diopter of the returned iol measured correct as labeled. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
A customer contacted baxter's technical service center to report an increased intraperitoneal volume (iipv) with the homechoice (hc) machine. The caregiver (cg) stated that the patient felt bloated after therapy had completed. The home patient (hp) manually drained approximately 3100ml. Hp's fill volume was 1800ml. The last fill volume was 1500ml. The technical service representative (tsr) will swap to have hc evaluated. During follow up with the cg, the cg advised that the patient tends to absorb some solution. The patient received another cycler the other day, which seems to be working very well. The cg also stated that the hc was draining out 85% previously and is now set to drain 90%. The nurse confirmed that the patient's largest prescribed fill volume is 1800ml. The nurse is not sure what may have caused the patient to drain 3100ml, however, she states it may have been positional. Additionally, the nurse states that the patient knows how to bypass so he may have bypassed a drain cycle. Furthermore, the patient resumed therapy without any medical intervention / patient injury.

Manufacturer narrative:
The lens was received and will be analyzed at the manufacturing site. The iol met all manufacturing specifications prior to release.